Event description:
This is filed to report single leaflet device attachment, recurrent mitral regurgitation and heart failure. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mitral degenerative regurgitation (mr) with a grade of 4. Three clips were implanted, reducing mr to a grade of <1. On (B)(6) 2022, the patient went into heart failure. Echocardiography was performed and it was observed the second clip that was implanted had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2022, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of <1.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the incomplete coaptation/slda could not be determined. The reported recurrent mitral regurgitation (mr) and heart failure appear to be cascading events of the slda. Additionally, heart failure and mr are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.